Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that the top of the reservoir compartment was broken. The customer¿s blood glucose level was 123 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.